Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose was 190 mg/dl. The customer dropped that the device in the pool. The customer stated that the device was submerged in pool water. Customer also reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose was 190 mg/dl. The customer stated she was taken off the device to get into the pool when it fell into the pool. The customer reported that there is fluid under the lcd display and the device won't turn on. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.